Manufacturer narrative:
Section d4 has been updated to display the correct lot number of 1930933964 rather than 1930933064.

Manufacturer narrative:
A device history record file was reviewed, and no discrepancy was found according to the reported condition. One decontaminated sample with lot number 1930933964 was received for evaluation. After performing a visual inspection based on the product specifications; missing depth marks can be observed. The reported condition is confirmed. The analysis was performed by a multi-functional team and it revealed that the condition of missing depth marks is due to a workmanship issue. When the device is missing marks, it is a condition generated when an operator fails to complete an impression or following the predetermined process steps to assure a complete impression. The rate of occurrence for the reported issue was evaluated against the acceptable quality limit (aql) guidelines and the results are that no action plan is required because the complaint represents a deficiency rate of 0.015%, which is below the approved aql of 0.65%. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that catheter was received without any markings on it. There was no patient injury.